Event description:
Reporter alleged being transported to the hospital and treated due to the blood glucose monitoring device result. Reporter stated glucose result was 333 mg/dl at 12 pm and became dizzy and unable to walk so realtive called paramedics. Reporter stated paramedics meter read 56 mg/dl where they treated him with dextrose prior to customer being transported to the hospital, treatment unknown. Reporter indicated no controls were used and found to be "in range" however the time between testing the paramedics and customer's meter was not provided. A request was made for the return of the suspect device and replacement product was sent.